Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor module failure. Both transducer waveform & fiber optic waveform absent during fiber optic test. There was no patient involvement. Reported

Manufacturer narrative:
Additional contact information: (B)(6), occupation - biomed). A getinge field service engineer (fse) investigated the issue. Both the blood transducer and fiber optic wave forms absent during the fiber optic test. Both the signal count and signal level reading zero. Discovered during preventive maintenance service. Blood pressure transducer, low lever output cable, fiber optic connector cable assembly, fiber optic tester and fiber optic module were substituted for troubleshooting purposes. It was discovered the fiber optic jumper cable was not emitting a light. Light was emitting from the original fiber optic module. Jumper cable was replaced and fiber optic test passed. Both wave forms and signal readings now present. Complete preventive maintenance performed with full calibration. Unit passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received with a reported unit failure of a defective fiber optic cable due to the fos waveform not being present. The fat performed a visual inspection and found the part to be in good condition. The fat installed and tested the part to factory specifications per the cardiosave service manual. No fos waveforms were found during testing when this cable was installed. Fat confirmed the reported issue but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a